Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient experienced elevated blood glucose levels as a result. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.